Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. Customer is not interested to have the 3t device repaired. It is suspected that the switching magnetic valves c9/c10 for the coolant are defective. Unfortunately, a repair is not possible. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the cooling function of the heater-cooler system 3t is significantly impaired. It is suspected that the switching valves for the coolant are defective. Customer elected to not repair the device.

Manufacturer narrative:
H11: device service history review revealed one further similar incident since unit manufacturing in 2013. No concerning trend was identified for reported failure mode. Based on all the evidence, the root cause of the reported event could be traced back to a stuck patient magnetic valve on the cooling system, derived from corrosion/degradation generated over time due to environmental conditions, or from the disinfectant action during cleaning procedures. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.